Event description:
It was reported that the bd nexiva¿ single port was missing the white clamp on tubing the safety wouldn't come out. There were two occurrences. The following information was provided by the initial reporter: no white clamp on tubing safety wouldn't come out.

Manufacturer narrative:
DHR was performed. 3 non-related (B)(4) global- safety shield activation failure, (B)(4) missing inspection-pkg) and disposition, root cause and corrective actions were applied per quality control plan. All other samples were preformed according to the quality control plan and all passed per specifications. Received two unused nexiva 18ga units in sealed packages on from lot number 8158843 along with a piece of top web (packaging) from the same lot. Visual/microscopic evaluation: both of the units received were missing the pinch clamp within the sealed packages. A definite source that caused the units to be packaged without the pinch clamp is unknown. The pinch clamp is threaded onto the extension tubing in zone 7 and passes through a sensor that detects for pinch clamp presence. Downstream in the process, the fully assembled device is 100% inspected by a vision system for missing components, including missing pinch clamp. The system is challenged on a regular basis to ensure proper functioning.

Event description:
It was reported that the bd nexiva¿ single port was missing the white clamp on tubing the safety wouldn't come out. There were two occurrences. The following information was provided by the initial reporter: no white clamp on tubing safety wouldn't come out.

Manufacturer narrative:
PMA / 510(k) #: k183399.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port was missing the white clamp on tubing the safety wouldn't come out. There were two occurrences. The following information was provided by the initial reporter: no white clamp on tubing safety wouldn't come out.